Event description:
Seven pts samples with discrepant anti-hbs results, when compared to repeat results from a different analyzer - different methodology. Pt 1, in 2007, initial result gave 55.20 iu/l; sample repeated in 2007, gave < 5 mui/ml. Pt 2, in 2007, initial result gave 35.69 iu/l; sample repeated in 2007, gave 5mui/ml. Pt. 3, in 2007, initial result gave 163.5 iu/l; sample repeated in 2007, gave 53 mui/ml. Pt 4, in 2007, initial results gave 30.44 iu/l; sample repeated in 2007, gave 7 mui/ml. Pt 5, in 2007, initial result gave 19.23 iu/l; sample repeated in 2007, gave <5 mui/ml. Pt 6, in 2007, initial result gave 71.89 iu/l; sample repeated in 2007, gave 6 mui/ml. Pt 7, in 2007, initial result gave 133.9 iu/l; sample repeated in 2007, gave 60 mui/ml. If any additional info is received, appropriate notification will be provided.